Event description:
It was reported that patients implant area was giving pain, became itchy, irritated and hot to touch. It was noted that patients implant area, the skin was open.

Event description:
It was reported that patients implant area was giving pain, became itchy, irritated and hot to touch. It was noted that patients implant area, the skin was open. No further information has been obtained despite good faith efforts. Additional information was received that patient's incisions are intact and reports that everything is normal. No further follow up was needed.